Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient received a vibratory notifier on (B)(6) 2018. Review of a merlin.net transmission found that the right atrial lead exhibited low impedance, with several mode switch episodes observed. Programming changes were discussed and no further information was available.

Event description:
New information states that the atrial lead exhibited noise during clinic evaluation. The patient was symptomatic. The lead was capped and replaced on (B)(6) 2019 for oversensing. The patient was in a stable condition before, during and after the procedure.